Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that due to user error, the customer accidentally programmed a value of 5 units instead of 0.5 units. Reportedly, the customer immediately suspended insulin delivery, and called tandem technical support for assistance with determining how many units had been delivered and assistance with cancelling the bolus. Review of the bolus history by tandem technical support showed that 0.46 units had been delivered from the bolus dosing of 5 units. Additionally, the customer was educated on the bolus features of the pump. The customer's blood glucose level was 157 mg/dl.